Manufacturer narrative:
E1 - initial reporter establishment name - (B)(6) medicine. E1 - address 1 - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had flickered image and blackout. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, and h11. The device was returned to olympus for inspection and the reported failure "image flickering" was not confirmed, meanwhile, the reported failure "blackout" was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noise in the image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image not displayed is due to circuit board failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.